Event description:
The user facility (hospital) reported that the distal portion of an IV catheter was noted to be detached during removal. Follow-up communication with the veterinarian confirmed that: the catheter had been in-use for infusing fluids to the dog for a number of hours with no apparent problems; after removing the tape while attempting to remove the catheter prior to discharge, it was noted that the distal portion of an IV catheter had detached and only a 2mm portion of the catheter tubing was still attached to the hub; a venous cut down failed to locate the detached material, and an angiogram was being planned, as a follow-up.

Manufacturer narrative:
Results, conclusion - is based on evaluation of user facility information and returned sample; is based upon evaluation of reserve samples. The appearance of the returned sample is consistent with the catheter tubing having been severed by a sharp object, such as scissors. Based on the follow-up communication, the damage most likely occurred during the bandage/catheter removal process. Retention samples were examined and tested for catheter tubing retention force. All sample tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number had not been reported previously. Although the cause of the reported event cannot be definitively determined, user facility information and the appearance of the returned sample are consistent with the catheter having been damaged by a sharp object during the bandage/catheter removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow-up.